Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
"Sorin sales representative that minutes after the implantation procedure", the lead dislodged in the right atrial. The pt was in af at time of dislodgement. The lead was repositioned the next day on (B)(6) 2012 and remains implanted.